Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26jul2019. The reported problem was confirmed. Additional information received through follow-up with the customer confirmed that the issue was related to the battery in use that was past its expected useful life. The customer was advised to replace the battery. The customer successfully replaced the battery and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported that the cooling fan turns on and off when charging the battery. The customer reported that there was no patient involvement.